Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 2 weeks post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record for poly liner identified no deviations or anomalies would contribute to reported event. Device history record cannot be reviewed for head as part and lot number are unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical device: UDI: (B)(4). Concomitant medical products: item # unk, femoral stem, lot # unk. Item # unk, cup, lot # unk.

Event description:
It was reported patient¿s hip was revised approximately 2 weeks post-implantation due to disassociation. Following a closed reduction procedure, post-operative x-rays revealed the femoral head had disassociated from the dual mobility bearing. Attempts have been made and additional information on the reported event is unavailable at this time